Event description:
The article, "transcatheter aortic valve implantation versus surgery: 4-year survival according to life expectancy", was reviewed. The article presented a retrospective, single center study to compare the 4-year survival of patients who underwent aortic valve replacement (avr) vs. Transcatheter aortic valve implantation (tavi). Devices included in the study were carpentier¿edwards magna ease, medtronic avalus, abbott epic, medtronic evolut, abbott portico/navitor, and edwards lifesciences sapien. The article concluded that 4 years survival is always superior in the avr patients. Life expectancy is a key factor for selecting the most appropriate approach for each patient. A longer follow up is mandatory before extending tavi indication to patients with a long-life expectancy. [The primary and corresponding author was vittoria lodo, department of cardiac surgery, azienda ospedaliera ordine mauriziano di torino, turin, italy, with corresponding email: vittoria.lodo90@gmail.com] the time frame of the study was from september 2017 to december 2020. A total of 673 patients were included in the study, of which it was not specified how many received an abbott device. In the avr group, the average age was 71.8 years and the majority gender was male. In the tavi group, the average age was 82.6 years and the majority gender was female. Comorbidities included hypertension, diabetes, dyslipidemia, smoking, chronic obstructive pulmonary disease, peripheral artery disease, stroke, transient ischemic attack, and poor mobility.

Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, smoking, chronic obstructive pulmonary disease, peripheral artery disease, stroke, transient ischemic attack, and poor mobility. Complications reported included death, surgical intervention (pacemaker), stroke, transient ischemic attack, atrial fibrillation, sepsis, acute kidney injury, access site infection, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: date of death was estimated. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " transcatheter aortic valve implantation versus surgery: 4-year survival according to life expectancy."